Manufacturer narrative:
The customer reported condition of fail code 538 was confirmed.

Event description:
The facility reported a fail code 538. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although attempts were made by baxter were not available regarding additional contact info, pt demographics, medication involved or pump programming. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.